Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: during investigation, review of the black box history showed evidence of cs 054 call service alarms. The cs 054 alarms were recorded immediately after a replace battery alarm. No pump reboots were observed between the two alarms. During testing, the ezprime steps were performed and the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no evidence of internal moisture or damage to the cgm or printed circuit board was observed. The complaint of a call service alarm issue was observed in the pump history, but was not duplicated during the investigation. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.